Event description:
Caller reported a cartridge alarm 30, leading to a blood glucose level above 500 mg/dl. Customer took corrective action by administering a correction injection via multiple daily injections (mdi). There was no need for third-party assistance, and the issue did not occur during the loading process. Customer had previously experienced cartridge alarms with consecutive cartridges, prompting tandem technical support (cts) to replace the pump. Cts confirmed that a new replacement pump with updated software would be sent, guided the caller on putting the old pump into storage mode, and advised on returning it using a pre-paid label within 10 days. Training for the new pump would be available in the customer's tandem source account, which the caller acknowledged and understood.